Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0zunx , implanted: 2016-(B)(6), product type lead, product ID neu_en s_stimulator, product type external neurostimulator. Product ID neu_stylet_acc, product type accessory. Product ID neu_stylet_acc, product type accessory. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during implant low impedances were measured on two leads. Impedances were measured to be below 15 ohms for all contacts. After the third lead was implanted, the multilead trialing cable and external neurostimulator (ens) were changed out and the issue was resolved. The manufacturing representative did not know what the cause of the event was, but the cause was potentially a broken ens. The patient was alive with no injury.

Manufacturer narrative:
The stim lead body outer insulation was damaged at the depth stop site. Impressions from over-tightening of the depth stop were observed on outer insulation of both returned leads, about 2.7cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.